Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/11/2025, an arthrex subsidiary employee reported via email that two ar-2325bcc biocomposite swivelock screws could not be inserted in the bone hole. After enlarging the depth of the bone hole, the third ar-2325bcc biocomposite swivelock was successfully inserted, and the surgery was completed. This was discovered during a lisfranc ligament reconstruction procedure on (B)(6) 2025. The case did not experience a delay, and additional anesthesia was not needed. No adverse patient effects have been reported during or following the procedure due to this issue.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation that the ar-2325bcc screw could not be inserted into the hole could not be confirmed, as no photographic evidence was submitted for evaluation. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse, specifically misaligned insertion or prying/leveraging the screw during insertion.